Manufacturer narrative:
Patient demographics such as: age, date of birth, sex and weight were not provided by the customer. Field service engineer (fse) was not dispatched for this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. The customer is not reporting any issues for the system in question around the time of this event. In conclusion: the cause of this event cannot be determined with the available information. There is sufficient evidence of a malfunction as three or more replicate measurements of the same sample on the same instrument produced results that were outside the precision claim for the assay.

Event description:
The customer contacted bec (beckman coulter) to report a non reproducible troponin I (access accutni+3) result on the laboratory's access 2 immunoassay system, serial number (B)(4). The patient's sample (designated as sample one) was processed on the access 2 immunoassay system, serial number (B)(4) and a low result, below the assay's normal reference range was obtained. The result was questioned by the doctor so the customer retested the sample on access 2 immunoassay system serial number (B)(4) and recovered elevated results above the assays normal reference range. The sample was then processed on a second instrument, access 2 immunoassay system serial number (B)(4) and recovered elevated results as well. The customer is not reporting any qc, calibration, or hardware issue at the time of the event. The sample was collected in a 6 ml lithium heparin l tube that was centrifuged at 3200 revolutions per minute (rpm) for ten (10) minutes . There was no report of a compromised sample.